Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care provider (hcp), regarding a (B)(6) male patient receiving hydromorphone via an implantable infusion pump. The indication for use of the device was for non-malignant pain and failed back surgery syndrome. The concomitant medications were listed as md contin, remeron, advair, glucophage, glimepiride, senokot, msir, and desyrel. The patient history included (B)(6), diabetes, sarcoidosis, spondylosis of the lumbosacral, chronic pain, and an unspecified disorder of the liver related to the (B)(6). It was reported that there was surgery to fix the pain pump on (B)(6) 2013.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) indicated that the surgery that was performed on (B)(6) 2013 was due to pump end of life and that there were no symptoms. The pump was delivering hydromorphone (5.0 mg/ml at 2.7013 mg/day) and bupivacaine (20.0 mg/ml at 10.805 mg/day) as of (B)(6) 2012 until the pump was examined on 2013. The pump had an elective replacement indicator (eri) of less than a month as of (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.